Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system shutdown intermittently. Upon some functional test fse confirmed that fault is caused on by a defect in the host pc. The fse replaced the host pc. After replacement of the host pc, the system has been returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.

Event description:
It has been reported to philips that the allura xper fd20 system was shutting down intermittently. It was later indicted that the host pc required replacement. The system was not in clinical use and no harm has been reported. Philips has started an investigation of the complaint.